Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 392 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Treatment information was not provided.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. Corrosion was observed on the needle mechanism linkage assembly, the mechanism rails, and the top battery. Inspection of the drive mechanism components found evidence of fluid ingress on the commutator cap. Inspection of the fluid path found a tear on the unexposed portion of the soft cannula. Due to this tear, fluid could not flow through the complete fluid path and was the cause of the internal corrosion and the fluid ingress found on the commutator cap.